Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7265902, medical device expiration date: 09/30/2018, device manufacture date: 09/22/2017. Medical device lot #: 8036831, medical device expiration date: 01/31/2019, device manufacture date: 02/05/2018.". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure stopper is coming off the tube. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were not evaluated as bd acknowledges the customer's indicated failure mode for stopper pop off with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: bd acknowledges the customer¿s indicated failure mode for stopper pop off with the incident lot. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.